Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient was in the emergency room due to the patient having an "overinfusing pump". The patient had symptoms of being lethargic and they were looking into if the patient possibly had a stroke or not. The event date was unknown. No further issues were reported or anticipated.